Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: alleged issue: dr (B)(6) had three separate staplers jam on the last 4-5 staples of each stapler. This is the second out of three complaints at the same facility.